Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that the patient was admitted into the hospital with symptoms of heart failure. The patient had shortness of breath, a decreased exercise tolerance and a decrease in pulsatility index (pi). An echocardiogram was performed and revealed signs of right ventricle (rv) failure, high pulmonary resistance, low cardiac measurement and the aortic valve opened with every beat. It was also reported that the pump parameters were normal and flow was seen. The patient was started on milrinone, sildenafil and IV heparin. The patient developed hematuria and no change was seen in the pi value or other pump parameters. Approximately 4 days later a decision was made to exchange the pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.